Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055372) in united states on 16-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2005, lot number 508104. The consumer received the following concomitant medication: hapocticn, lyric (difenidol hydrochloride), nortriptyline (nortriptyline), vitamin d (colecalciferol), and calcium magnesium (calcium w/magnesium). The consumer had essure inserted after having a very premature baby. She was admitted to hospital the same evening with horrendous cramping, pain and heavy bleeding. Since essure she had far heavier and more painful periods, mood swings, and very bad ovulating pain, often crippling sharp stabbing pain in the area of her right ovary. In the years following her lower back has become painful and often left her immobile for days, sometimes weeks (disability). Since 2013 her back pain had become so debilitating that she was unable to walk without a walking stick. In 2013, an MRI (magnetic resonance imaging) showed bulging and herniated disk disease. She had also had problems emptying her bladder. Her periods and mid cycle pain had become so bad that she had been referred to gynecology to discuss her request for a full hysterectomy (with support from her general practitioner). She had suffered with cervical changes requiring cauterization, and very large nabothian cysts regularly returning for the last two years and having to be drained. She was diagnosed with fibromyalgia in the last year due to crippling pains in many areas of her body and fatigue. She believed most of these problems, if not all, were as a direct result of having the essure inserted. Follow up 19-oct-2015: no new information was provided. Product technical complaint analysis received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and she was admitted to hospital with horrendous cramping, pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are serious and listed in the reference safety information for essure. It was reported that in the years following her lower back has become painful and often left her immobile for days (considered serious due to disability and listed). She had suffered with cervical changes requiring cauterization, had very large nabothian cysts having to be drained (these events are serious and unlisted). Considering the nature of the events, except for cervical changes and very large nabothian cysts, a causal relationship with suspect insert cannot be excluded as no alternative explanation was provided. With regards to the other events, given essure's local action in fallopian tubes, a contributory role of essure is unlikely, thus a causal relationship can be excluded. This case was regarded as incident due to hospitalization. Additionally, non-serious events were reported. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.